Event description:
It was reported that the customer had a high blood glucose level of 548 mg/dl. Customer woke up with high blood glucose levels and has been high all day. Customer's blood glucose level was over 600 mg/dl at the time of the call. Customer did not have any symptoms. Customer treated with 10.2 units. Customer was assisted with removing the reservoir and rewinding the pump. Troubleshooting was performed. Customer's settings were found to be correct. Customer does not have a tubing clamp. Customer will call back to complete the high pressure test. Customer mentioned that the meter and sensor are not in sync with one another. Customer will call back to complete troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.